Event description:
Revision surgery of a smr reverse prosthesis performed on (B)(4) 2020 due to early dislocation. Previous surgery took place on (B)(6) 2020. During revision surgery, the 36 mm eccentric. Glenosphere (product code 1376.09.031, lot# 1814203) and the liner (product code 1360.50.015, lot# 18at1lu) previously implanted were removed. A 40 mm glenosphere with lateralizing pin was then implanted. The trauma humeral body (code 1352.15.050, lot# 2001979) was also replaced and the version altered to 20 degree of retroversion. According to the information received, the lack of appropriate tissue balancing and tension could have contributed to the event. Patient is female. No clinical info available. Event occurred in australia.

Manufacturer narrative:
The DHR of the lot# of the components involved were checked with the following results: no pre-existing anomaly was found on the 110 liners placed on the market with lot#18at1lu; no pre-existing anomaly was found on the 30 glenospheres placed on the market with lot# 1814203; no pre-existing anomaly was found on the 63 humeral bodies placed on the market with lot# 2001979. This is the first and only complaint received on these lot#s. Explants analysis: explanted components were not available to be returned to limacorporate for further analysis. A picture of the explants was received. X-rays analysis: pre-op x-rays (taken between october 6th and october 16th) and post-op x-rays (exact date unknown) were received. We asked for a clinical opinion about the case to our medical consultant. Following his statement: "I agree with the surgeon that the instability would largely be related to soft tissue tension. The other causes of instability are impingement, absence of anterior and posterior cuff function and trauma. There is no evidence of impingement. We can see some evidence of greater tuberosity in both pre and postoperative xrays although they are not secure bone fixation. What is critically important is to assess stability both at the trial implant stage and the definitive implant stage and take remedial action if there is significant instability present. This dislocation obviously occurred very early postoperatively and in the absence of trauma I think we can say it was highly likely to be unstable at the time of implantation and should have been identified at the time. I would therefore conclude the cause was surgeon error. The surgeon has carried appropriate revision". Stating that: no pre-existing anomalies were found on the DHR of the involved products; the medical consultant suggested that "this dislocation obviously occurred very early postoperatively and in the absence of trauma I think we can say it was highly likely to be unstable at the time of implantation and should have been identified at the time. I would therefore conclude the cause was surgeon error" we can conclude that the root cause analysis revealed this complaint to be mostly surgical factor related (inappropriate assessment of the stability of the originally implanted prosthesis). Event not product related. Pms data: revision rate related to dislocation of smr reverse prosthesis is 0.1%. No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note:this is a final report.

Manufacturer narrative:
The production documents of the lot#s of the components involved were checked with the following results: no pre-existing anomaly was found on the 110 liners placed on the market with lot#18at1lu. No pre-existing anomaly was found on the 30 glenospheres placed on the market with lot# 1814203. No pre-existing anomaly was found on the 63 humeral bodies placed on the market with lot# 2001979. This is the first and only complaint received on these lot#s. We will submit the final MDR as soon as the investigation will be completed.

Event description:
Shoulder revision surgery due to dislocation performed on (B)(6) 2020. Previous surgery took place on (B)(6) 2020. According to the information received, the lack of appropriate tissue balancing and tension could have contributed to the event. During revision surgery, the surgeon removed the 36 mm eccentric glenosphere (code 137609031, lot# 1814203) and liner (code 136050015, lot# 18at1lu) and implanted a 40 mm glenosphere with lateralizing pin. The trauma humeral body (code 135215050, lot# 2001979) was also replaced and the version altered to 20 degree of retroversion. Event occurred in (B)(6).